Event description:
During a pacemaker follow up electrical anomalies were noted. Reportedly the lead impedance was above 3000 ohms, the lead was set into unipolar but the impedance remained high. Pacing failure and undersensing were confirmed and noise sensing was observed within the device memory. No symptoms were noted by the pt since a spontaneous rhythm around 60bpm appeared. A pacemaker intervention is scheduled.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.